Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a failed auxiliary drawer 4.2, pocket b5. The customer told that the drawer was jammed and it didn't open, while customer wanted to dispense the meds to patient. There was delay in access and dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ es medstation - icu1 - drawer failed to recover. Case: (B)(4) ¿ failed drawer 4. A review of the device history record for sn 15851855 was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was jammed and would not open. A field service engineer performed a remote fix to expedite repair and cleared the medication jam with assistance from technician on site. The system functioned as intended after the field service engineer troubleshot the device.